Manufacturer narrative:
The device has been received by depuy synthes power tools. The device was evaluated. The condition was confirmed. The unit was observed to have a failed flex circuit/thermistor. This is indicative of fluid immersion during improper cleaning. (B)(4).

Event description:
A report received from the USA stated the device displayed an e5 and e6 error message on the console, indicating a damaged flex circuit assembly. Device was used during surgery. No pt or user injury was reported. No additional info was provided.